Manufacturer narrative:
This report is submitted january 3, 2020. (B)(4).

Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted 25 november 2019.

Manufacturer narrative:
This report is submitted on january 17, 2019.

Event description:
It was reported that the patient experienced poor performance with the device use; however the issue could not be resolved. The implanted device remains and the patient is being clinically managed by the healthcare provider.